Manufacturer narrative:
The t:slim x2 g4 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunctions occurred after the customer went swimming while wearing the pump. Subsequently, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for insulin therapy.